Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-nov-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that was experiencing itching, increased plasticity and withdrawal symptoms. There were no reports of any environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read and there were no motor stalls, and the pump seem to be functioning properly according to the logs. A dye study was planned and catheter replacement were planned due to catheter occlusion. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated a portion of the old catheter remained in the patient, while the spinal segment was revised. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they were at a catheter revision today because they had to keep increasing the patient¿s dose to get efficacy. Per the reporter, yesterday they performed a dye study and saw that dye appeared to make it to the tip of the catheter but not dispersing. Today they found that when they opened the spinal incision site, the catheter appeared to be severed. The catheter tip was at t1 and the physician saw that the last number on the severed piece or the pump segment piece was 61. The reporter stated they added a full intrathecal catheter distal revision kit and states after two pieces were attached they did a cap (catheter access port) aspiration and they will now be doing a prime of 0.06 + 0.142 = 0.202 ml. The reporter stated that this was a smaller patient and they lowered the dose to 800mcg/day as that was what the physician requested it to be programmed. The pump was delivering baclofen 200mcg/ml at 800mcg/day. No further complications were reported regarding the event.